Manufacturer narrative:
Correction: h7, h9.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was stated that the pump ringing in occlusion. There was no patient involvement.

Manufacturer narrative:
D4 updated. D9 - date returned to MFR was 21-may-2026. H3 and h6 - updated. One suspected device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual evaluation was performed and no anomalies were noted. Functional test was performed and device passed all tests. There was no problem with occulusion. The customer complaint cannot be confirmed. The cause of the reported issue was unable to be determined. It is not anticipated that the reported malfunction would result in interruption of therapy or serious injury.